Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an open gastrectomy procedure on (B)(6) 2015 and suture was used. During the procedure, the suture broke and ligation could not be performed. Another like suture was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) conclusion code: the actual device involved in this event was returned for evaluation. Upon visual inspection, the sample showed a cracked mecanyl tube with a broken loop and a breakage of the suture approx. 1.5 cm behind the breakpoint of the cannula. The visual inspection of the knot shows that it was configured correctly. Functional inspection of the suture segment was performed and the sample met the requirements. The cause for the described issue could not be verified at the actual sample. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.